Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and stated the issue is most likely due to air bubbles in the device header and it will resolve itself. The patient was discharged and device evaluation noted no further noise or oversensing. . As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this system, noise was observed and oversensed on the right ventricular (rv) pacing/sensing channel. No adverse patient effects were reported.